Event description:
The report stated that according to the surgeon these 2 units failed prior to use in the case. They closed the jaws to test them and then could not get the jaws to re-open. They had to pry them open. Subsequently upon returned for evaluation, visual inspection of the devices in 2008, discovered one of the 2 samples has the knife protruding from the jaws. This could potentially cause an injury.

Manufacturer narrative:
Date of initial report: 06/26/2008. The device has been rec'd and is under eval. When the investigation is complete a follow-up report will be sent.